Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation with a (left) 400cc mentor memorygel breast implant and a (right) 425cc mentor memorygel breast, suffered several unexplained systemic symptoms, including bilateral breast pain, neck pain, shoulder pain, irritable bowel syndrome, anxiety, depression, joint pain, muscle aches, swollen knee, autoimmune and arthritis pain, lower back pain, numbness in hands, fingers, and elbows, and breast implant illness, post-procedure. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal surgery on (B)(6) 2021. Upon removal, the right breast implant was also discovered to be ruptured. This medwatch form is for the left breast prosthesis.